Manufacturer narrative:
Log file analysis review date: (B)(6) 2015, dated through (B)(6) 2015-(B)(6) 2015: power consumption above normal operating range. Additional notes: 36 high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 5.0 w. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 4.9 w on (B)(6) 2015 outside of normal power consumption. Please send updated logs if changes occur. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient complained of high watts and high flows of the lvad. Signs and symptoms on admission to the hospital included elevated hemolysis parameters and hematuria. Log files were sent and confirmed power consumption above normal operating parameters. Lysis treatment was initiated. The last report received indicated that the patient remains hospitalized. Investigation is ongoing.

Manufacturer narrative:
Initial reporter occupation: vad nurse. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.